Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to skin breakdown, extrusion of the receiver-stimulator and migration/incorrect placement of the electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025 in order to excise postauricular soft tissue and local skin advancement flap was performed. During the surgery, the wound was also irrigated.